Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s parents reported via phone call that her daughter experienced high blood glucose. Customer¿s current blood glucose was 463 mg/dl at the time of incident. Customer also stated that the insulin pump had motor error. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Drive support cap was normal and customer did not report motor position encoder alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.